Manufacturer narrative:
During internal review on 5-feb-2025, it was identified the incorrect imdrf code was submitted. Section h6. Medical device problem code has been updated with the correct coding. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, irrigation and microscopic examination of the returned device were performed following johnson & johnson medtech procedures. Visual analysis no damage or anomalies on the device. An electrical test was performed and no electrical issues were observed. Then, irrigation test was performed and water leakage was observed. A microscopic examination of the hemostatic valve surface showed a breakage on the star section. A device history review was performed for the finished device 60000378 number, and no internal actions related to the complaint were found during the review. The electrical issue reported could not be replicated. However, the leakage issue reported by the customer could be related to the hemostatic valve failure observed during the analysis; therefore, the customer complaint was confirmed. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and reverse blood continued to be drawn from it. This occurred when the qdot micro catheter was inserted into vizigo short. A few drops of blood return occurred, the exact amount unknown. There was no visible damage or separation on the hemostatic valve, brim cap, or hub. The issue was resolved by replacing the vizigo short to another new one. After that, the procedure was successfully completed. No patient consequences were reported.

Manufacturer narrative:
Per internal review, it was noted that the g3. 3. Date received by manufacturer was mistakenly indicated as 18-oct-2024 on the initial 3500a report. Correction: per the available information, the 3. Date received by manufacturer is 27-aug-2024 with a due date of 26-sep-2024. As a result, the initial report was mistakenly submitted late. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).